Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The patient reportedly had a pre-existing wound from when he had an ICD removed. The wound had healed but the patient reported itchiness, broken skin, and bleeding. The patient reported not being sure if the lifevest scratched the area or if he scratched the pre-existing wound due to itching. The patient had covered the wound with gauze/tape. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.